Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the transmission, backup operation was observed with a power on reset (por) on the implantable cardioverter-defibrillator. It was noted that the patient experienced hip surgery, collapsed lung, and pericardial window procedures around the time of the por. The device was restored successfully and the patient would continue to be monitored.